Manufacturer narrative:
The impella device was not received and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed. Instructions for use related to this event are as follows: impella 5.5 & cp: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ impella 5.5, cp, rp, & rp flex: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿

Event description:
A 68-year-old female presented for cardiomyopathy. After removal of the impella device, pericardial effusion and cardiac tamponade were discovered. A ventricle perforation was identified and repaired. Blood products were also delivered.

Manufacturer narrative:
The investigation into the ventricle perforation has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that improper positioning was the most likely cause of the ventricle perforation. The failure mode will be monitored and trended.